Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: fluid discharge, wound dehiscence, rupture, extrusion.

Event description:
Patient reported "leak" and "malfunction with the implant". Later, healthcare professional reported "impending extrusion". Later, healthcare professional reported "rupture". Later, healthcare professional reported "chronic non-healing breast wound", "fractured shell without any gross extravasation", "capsule with inflammation", "hematoma", "dehiscence of the deep dermis but the skin remained intact" and "little bridges of skin would rupture and drain fluid". Patient was prescribed augmentin. This record is for the left side. Device was explanted.